Event description:
It was reported that, "uni knee was converted to a total knee because of the progression of arthritis. The revising surgeon did not have any further info to provide on this pt on the primary surgery and the hospital will not be providing any medical records, x-rays, implant sheets, etc."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.